Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the pump alarmed no delivery. The customer's blood glucose was unknown at the time of incident. The customer stated that he was still experiencing the issues even after trying new infusion set and sites. The customer was advised to consult with his health care professional to determine the better site and other issues that could lead to the no delivery alarms. The insulin pump was not returned for analysis.